Event description:
Multiple patients underwent knee arthroplasty using quill srs sutures (size 0, pdo for subcutaneous closure and size 2-0, monoderm for subcuticular closure). The products were placed with the knee in extension. After flexion of the knee, for strength testing, the products broke. The doctors were able to reinforce the wounds using other products. No patient injury was reported.

Manufacturer narrative:
The date of event is estimated. The implant date(s) are estimated as (B)(6) 2008. A second device was also reported. The product information is as follows: model/catalog #: ya-1015q, lot #: m376460, expiration date: 04/30/2010, device manufacture date: 04/2008, 510(k) #: k072028. All other product info recorded on this form is applicable to both devices. Method: the device was not returned for evaluation. Results: the device was not returned for evaluation. No product evaluation can be performed. Conclusions: relevant portions of the device history record were reviewed for the two (2) finished good lot numbers reported. No relevant findings were noted during this review. Angiotech reference: (B)(4).